Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated on 2 occasions. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of 2 loose 0.3ml bd insulin syringes was provided. The customer reported about needle/shield separation from the barrel when removing the shield. The photos were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the barrel. No damage to either barrel tip was observed. See photos attached to the parent file. Due to the batch being unknown, no DHR review can be completed. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. As per manufacturing: CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated on 2 occasions. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel when removing the shield.